Event description:
Medtronic received information that one day following the implant of a transcatheter bioprosthetic valve, after an access site hematoma and rupture were noted, a failure of an abbott vascular prostar xl 10 french closure system was reported. Anemia resulted and blood was transfused. A stent was implanted. No additional associated adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).